Manufacturer narrative:
.

Event description:
Journal reference: kovacs n, auer t, balas I, karadi k. Zambo k, et al. Neuroimaging and cognitive changes during deja vu. Epilepsy behav. 2008. [Epub ahead of print]. The cause or the physiological role of deja vu (dv) in healthy people is unk. The pathophysiology of dv-type epileptic aura is also unresolved. Here we describe a woman treated with deep brain stimulation (dbs) of the left internal globus pallidus for hemidystonia. At certain stimulation settings, dbs elicited reproducible episodes of dv. Reportable event: a surprising finding was that the pallidal dbs elicited two distinct types of symptoms: ssdv, standby state deja vu, and dv. Immediately after turning on the dv-eliciting stimulation, the patient experienced a feeling of slight discomfort. This state occurred as a nonhabituating adverse reaction, which could be resolved by either changing to a more proximal contact or reducing the stimulation amplitude. See mfger report # 2182207200808400.